Event description:
Customer reported poor image quality on hardcopy films, and a damage power plug. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image processor, display adapter, and power plug. System operates as intended. This MDR is related to ge healthcare complaint number.